Event description:
A customer contacted beckman coulter inc., (bec), and reported there was a leak of clear fluid dripping from the probe of the act diff analyzer. The operators were wearing gloves and lab coats at the time of the event. There was no exposure to mucous membranes or open wounds. No medical attention was sought. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. The material safety data sheet (msds) was not reviewed by the customer. Patient samples were not affected. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event on (B)(4) 2012. The fse could not replicate the leak and did not find any leaks at the probe. The fse cleared the diluent dual filters in case they were clogged. The repairs were verified per established procedures. The cause of the leak is unknown. (B)(4).